Manufacturer narrative:
Device passed the displacement and failed self test. Pump unable to vibrate due to broken vibrator black wire. Device received with no vibrate due to broken black wire at the vibrator motor. Device received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and missing end cap sticker. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was not vibrating. Insulin pump was not vibrate during auto test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.